Event description:
It was reported that cartridge alarm 20 occurred on multiple dates with ongoing concerns related to pump performance. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with intention to rely on alternate insulin method if needed, while technical support arranged pump replacement; customer declined option for out-of-warranty loaner pump.